Manufacturer narrative:
Investigation summary: an internal complaint ((B)(4)) was received indicating that a top drape with reinforced tape was breaking down and possibly flaking into an open wound during a general surgical procedure. The end user did not report a patient injury. The drape (raw material (B)(4)) was a component of a general surgery pack (finished good (B)(4), lot 43071538). A sample was received and reviewed, and it was confirmed that foam particles were originating from the top drape as reported. The work order for the finished good lot was reviewed for discrepancies that may have contributed to the reported event. No discrepancies were identified. After evaluating the returned sample, the complaint investigator determined the drape was supplied by premier guard. A supplier corrective action request has been issued to premier guard and is due december 16, 2016. As of the date of this report, a response has not been received. The investigation is ongoing at this time. When new and critical information is received, this report will be updated.

Event description:
The foam around the incision site on a top drape was breaking down during a general surgical procedure and possibly flaking into the incision site. The drape was assembled as a component of a general surgery pack.